Manufacturer narrative:
Section h4 estimated manufacture date section h9 FDA 806 notification#: 2024500-05-13-2025-001-r h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the ht70 ventilator's alarm hardly sounded without affecting the unit's ventilation. It was informed that third-party service provider tokibo (tkb) performed the evaluation and replaced the control board. The unit was functional after part replacement. One control board was returned to medtronic for analysis. The control board was installed into the ht70 test ventilator. The unit was power cycled on and during shutdown the shut down alarm sound was observed to be short, confirming capacitor (c159) on control board was faulty. Failure of c159 could result in the shutdown alarm failing to annunciate. The cause of the reported event was isolated to a faulty c159 on control board. The ventilator is in scope of the field corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the ht70 ventilator's alarm hardly sounded without affecting the unit's ventilation. There was no patient injury.